Manufacturer narrative:
The unit was received dirty and tested as received. It passed all accuracy tests, however the upper displays were not rep. Of the programmed values although the unit accurately delivered the programmed values. The complaint was confirmed and the unit was sent to repair. The technician replaced a pin which resolved the display and membrane switch issues. The unit has passed qa final inspection.

Event description:
Customer had just received the unit and connected it. User stated that when she pushed the auto ID key, incorrect solution ids were displayed on the upper display panel (lower panel is correct). Then when she pushed ver ID, incorrect volumes and specific gravities were displayed in the upper panel. Reporter had user enter volumes manually; incorrect values were displayed. The unit was apparently pumping the correct volumes, based on total delivered display. No pt involvement. Unit will be returned for evaluation.